Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered the blood glucose (bg) value into the carbs field multiple times, and over-delivered insulin. Customer's bg level decreased (value not provided). Customer reported the event occurred during the night when she was not completely awake. Recommendation was made by tandem technical support to reset the max bolus feature to 5 units which would alert customer that the bg value was incorrectly entered into the carb field. Customer acknowledged and required no further assistance.